Event description:
The company was informed that the patient's device was explanted. The patient was reimplanted with another cochlear device. The explanted device was discarded by the hospital. The company is in the process of gathering additional information and a supplemental report will be submitted.